Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the catheter ruptured. A 2.1 mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) and popliteal artery. The catheter was inside the patient when it was noted that the outer skin portion of the catheter 2/3 down from the tip ruptured. Saline leaked from this area. The ruptured portion did not enter the patient. The procedure was completed with a stent. There were no patient complications and the patient's status of fine.